Event description:
The customer reported to the local philips response center that the power supply was not working on this unit. There was no pt involvement reported.

Manufacturer narrative:
(B)(4). The customer reported to the local philips response center that the power supply was not working on this unit. There was no pt involvement reported. Philips staff informed the customer that this unit has been out of support since 12/31/2006 and that replacement parts are no longer available.